Event description:
Rptr had breast implants put in following mastectomy for fibrocystic disease. She has had her breast implants replaced twice. She has had a total of 2 breast surgeries on each breast. She had calcium deposits and a medical professional has confirmed silicone in the blood stream. Her implants were ruptured. She has had 2 partial open capsulotomies. She c/o low blood pressure, anxiety and/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances/vertigo/dizziness, stroke, reduced blood flow to brain (blood clot), chest/rib cage: pain &/or burning sensation, elevated cholesterol or triglicerides, chronic swelling and pain, heat or cold sensitivity of the extremities, frequent low grade fever, endometriosis, frequent migraines/severe headaches, mitral valve prolapse, unusual chronic infections, connective tissue disease, lupus, joints: inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent stiffness, unexplained rashes, unexplained severe itching, numerous moles, freckles, etc, chronic insomnia, non-restorative sleep, long-term extreme fatigue and misjudges distance/runs into objects. (*) (also see 1008189)